Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant required a lot of force and was difficult to prime in the handpiece. They did not have success with this implant as the visco elastic just oozed out of the sides. Patient impact is unknown. Additional information has been requested.